Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. The failure was not reproduced. The technician noticed that the tubing guide rollers were not spinning smoothly and this may have led the tubing to kink not allowing the pump head to run. The occluder rollers were lubricated as well as the plastic rollers. Functional tests were performed and the pump never stopped. The issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Dirt/dust accumulation may have contributed to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped twice in two separated procedure. There was no report of patient injury.